Event description:
The reporter contacted lifescan (B)(4) alleging that the subject meter would not power off after inserting a test strip with the subject meter. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan has received the subject meter on 07/07/2011 and anticipates to perform device evaluation; however, the investigation has not been completed. Lifescan (lfs) is still waiting to receive the requested test strips involved with this complaint. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.